Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot additional information received: did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? No.

Event description:
It was reported that during a tlh procedure, the surgeon heard a loud click and the jaws of the device would no longer open. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Batch #iyzd20245. The device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.